Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). The hcp was the initial reporter. The rep became aware of the catheter issue on the day of the surgery. It was unknown when the first started experiencing the catheter issue. The patient experienced a lack of efficacy and the surgery was to revise the tip location. There was no cause and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative regarding a patient with an implanted pump system. It was reported that a catheter revision occurred on (B)(6) 2016. Technical service assisted to confirm length and volume calculation. The total length of 70.6cm and volume of 0.155ml. The catheter was going to be placed at a higher level. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.